Manufacturer narrative:
On 05/18/2016, it was confirmed by the reporter that this procedure was being done to band gastric varicies. This is considered off-label use. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The product was returned with the trigger cord still attached to the barrel, one (1) black band still on the barrel, one (1) amber band already deployed, two-way handle, and the loading catheter. The irrigation adapter was not included in the return. During a functional test, the device was put through an upper gi endoscope and the barrel was placed on the end of the endoscope. The single black band fired successfully and constricted immediately following deployment onto a simulated varix. A visual examination of the trigger cord was performed and all twelve (12) beads were present. The twelve (12) beads were examined using magnification and all twelve (12) beads were correctly filled. The correct location of the beads was verified. The length of the trigger cord was measured to be within specification. The trigger cord was intact and not broken. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to place the endoscope tip in a straight position during the loading process. Loading the barrel and trigger cord with the endoscope tip curved can contribute to premature band deployment. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to "maintain suction and deploy band by rotating handle clockwise until band release is felt." During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The product was returned with the trigger cord still attached to the barrel, one (1) black band still on the barrel, one (1) amber band already deployed, two-way handle, and the loading catheter. The irrigation adapter was not included in the return. During a functional test, the device was put through an upper gi endoscope and the barrel was placed on the end of the endoscope. The single black band fired successfully and constricted immediately following deployment onto a simulated varix. A visual examination of the trigger cord was performed and all twelve (12) beads were present. The twelve (12) beads were examined using magnification and all twelve (12) beads were correctly filled. The correct location of the beads was verified. The length of the trigger cord was measured to be within specification. The trigger cord was intact and not broken. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to place the endoscope tip in a straight position during the loading process. Loading the barrel and trigger cord with the endoscope tip curved can contribute to premature band deployment. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to "maintain suction and deploy band by rotating handle clockwise until band release is felt." During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopy procedure, the physician used a cook 6 shooter saeed multi-band ligator. The surgeon rotated the handle around to release the band, but four (4) bands released at the same time. The bands were not taken out and would be discharged with body excretions. [The complaint device was] replaced with a new device to finish the procedure.